Manufacturer narrative:
Block b3: exact date unknown, event occurred few years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 19796220/19805822.

Event description:
It was reported that the patient had to charge the spinal cord stimulation (scs) implantable pulse generator (ipg) more often for longer periods of time. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. During the revision, it was found out that the spinal cord stimulation (scs) leads had high impedances. The physician opted to replace the leads as well. All explanted device components were discarded per hospital policy.